Event description:
It was reported that at implant perforation and pericardial effusion was observed. Pericardiocentesis was performed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.